Event description:
It was reported that during advancement of the nc trek balloon, the distal shaft separated at the point of the rotating hemostatic valve (rhv). No resistance during advancement was reported. The separated portion was able to be retracted without issue. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported separation was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.